Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor reset during testing due to a defective u1 processor on the computer/analog board. The root cause for defective u1 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of an unrelated issue, monitor sn (B)(4) reset during testing.